Event description:
Patient was presented in-clinic for non-related medical issues. High capture threshold and low r-waves amplitude were observed. It was also noted that the device recorded a vt episode with undersensing of r-waves post shock along with oversensing. Fluoroscopy was inconclusive. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.